Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: as the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure withdrawal resistance occurred and the stent moved on the balloon. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified circumflex artery (cx). The physician attempted to direct stent the lesion with a 3.00 x 8 mm promus element plus stent. However, it was noted that two non bsc guide wires were in the lesion and they were wrapped around each other, therefore the promus element plus sds was unable to cross the lesion. When the physician attempted to remove the sds he encountered withdrawal resistance and it was noted that the stent moved on the balloon. The physician was able to successfully remove the sds from the patient and it was decided to treat the lesion with medication. No patient complications were reported and the patient's condition is fine.